Event description:
The physician reports performing cataract surgery with implantation of the li61se intraocular lens using an ez-28 delivery device. After the lens was inserted into the eye, the surgeon noticed the lens was torn. Intervention was performed in order to enlarge the incision and remove and replace the damaged lens. A second li61se was implanted successfully. Reference MDR 1119279-2010-00027.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The damaged lens has been returned to b+l and is currently undergoing eval. Results will be communicated to FDA in a supplemental report. (B)(4).